Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies on the device case. Review of device memory confirmed that a shorted lead condition was recorded on (B)(4) 2014 after a high energy shock was initially delivered. A second shock was then attempted and the device declared another fault due to a long charge time. The device then subsequently declared end of life (eol) as a result of the long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Laboratory analysis confirmed that the device sustained damage as a result of a shorted lead condition that occurred during delivery of a shock. The shorted rv lead implanted with this ICD was a non-boston scientific product that is currently under recall.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized after experiencing a ventricular tachycardia (vt) where no shock therapy was delivered. External cardioversion and cardiopulmonary resuscitation was performed which was successful, and the patient was admitted into the intensive care unit. Two days later, the ICD was interrogated and revealed that the device detected a short circuit condition during shock delivery. In addition, no diagnostic testing was able to be performed on the device. A chest x-ray was taken but was inconclusive in determining if the right ventricular (rv) lead was fractured. The next day, the patient passed away. The ICD is expected to be explanted by the mortuary and returned for laboratory analysis. The rv lead associated with this ICD was a non-boston scientific product.

Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.